Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir had fill anomaly. The customer's blood glucose level was 165 mg/dl at the time of incident. The customer stated that the reservoir froze up. The reservoir will be returned for analysis.

Manufacturer narrative:
Evaluated 1 open or used reservoir. Performed pre-fill reservoir test per dop114-811 and des8654. Found no occluded anomaly during filling.(B)(4).